Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into the computer usb port. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that pump did not declare a continuous glucose monitor cgm alert for a low transmitter battery, which tandem technical support confirmed in the pump history. Reportedly, customer continued to use the pump for insulin therapy. The customer's blood glucose was 177 mg/dl.